Event description:
During aaa repair in 2007, while placing another MFR's stent, while using a coda balloon there was a rupture of the descending aorta. In the same month, the physician placed two more devices of another MFR and less contrast was seen in the lumen. The pt expired five days later, due to acute myocardial infarction which the physician said was unrelated to the device.

Manufacturer narrative:
Evaluation: still under investigation.